Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was also noted that in a subsequent stored episode, there was noise observed on the rv channel which was oversensed by the device resulting in pacing inhibition. Boston scientific technical services (ts) indicated that the noise appeared to be caused by a myopotential signal and there was no asystole observed that was greater than approximately one and a half (1.5) seconds. Ts also indicated that the patient appears to have an escape rate in the 40 beats per minute (bpm) range, even though they underwent an atrioventricular node ablation procedure previously. The healthcare provider (hcp) indicated that they planned to have the patient come into the clinic to evaluate the lead and to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was also noted that in a subsequent stored episode, there was noise observed on the rv channel which was oversensed by the device resulting in pacing inhibition. Boston scientific technical services (ts) indicated that the noise appeared to be caused by a myopotential signal and there was no asystole observed that was greater than approximately one and a half (1.5) seconds. Ts also indicated that the patient appears to have an escape rate in the 40 beats per minute (bpm) range, even though they underwent an atrioventricular node ablation procedure previously. The healthcare provider (hcp) indicated that they planned to have the patient come into the clinic to evaluate the lead and to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. This single-chamber pacemaker system was subsequently explanted and replaced as part of a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. No patient symptoms or adverse patient effects were reported.